Event description:
Reporter indicated that pt's device had reset. Further investigation revealed that device was reprogrammed and reset again in march 2001. Explant and reimplant planned but not yet scheduled.